Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum procedure, the device cut but only stapled partially. There was not enough tissue to realize the anastomosis. The surgeon had to perform an abdomino-perineal amputation. The patient was in the intensive care unit, but is now doing well.